Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the customer received multiple altitude alarms. Reportedly, the pump was slightly wet at the time of the event. The customer was able to successfully close the alarm and resume insulin delivery successfully. The issue was resolved after the customer loaded a new cartridge. Customer acknowledged that the issue was due to the pump being exposed to condensation, humidity or water. The customer's blood glucose was 150-221 mg/dl.